Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The trial began on (B)(6) 2013. At the beginning of the trial the patient did really well, she voided more than she self-catheterized. It was also stated that the trial helped with bowel movements. The patient received a keflex shot on (B)(6) 2013 and started taking oral antibiotics on (B)(6) 2013. The patient then reportedly had diarrhea on (B)(6) 2013, but the diarrhea stopped after that. The patient believed the trial helped with that. The patient had been self-catheterizing for the past year and a half and had a large amount of bacterial build up in the bladder. The patient was told by her healthcare provider (hcp) to take keflex for infection. It was further stated that the patient would get the urge to go, but was unable to void. After waiting about 5 minutes to void, the patient self-cathed and voided 300-350ml, which was ¿dark and concentrated.¿ that happened the first couple times when trialing the first lead and then again when trialing the second lead. The patient switched to the second lead yesterday. The patient could not seem to void. The issues were said to have begun on (B)(6) 2013. The patient had not spoken with her hcp, but was told to go see the hcp today for a urinary tract infection test.